Event description:
It was reported that the pulse generator sensor drive rate would decreased when sitting down. The device was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
Final analysis found normal device characteristics.